Event description:
Literature was reviewed regarding inadvertent misplacement of pacemaker leads. The authors described a patient who presented to the hospital due to recurrent transient ischemic attacks (tia) within the six weeks post dual chamber implantable pulse generator (ipg)implant. The right atrial (ra) lead exhibited noise with capture. Electrocardiogram (ECG) revealed a right bundle branch block (rbbb) pattern. Transthoracic echocardiogram (tte) showed malposition of the right ventricular (rv) lead into the left ventricle via the aortic valve, which caused moderate aortic regurgitation. Transesophageal echocardiography (toe) was performed and coronary angiography confirmed that the ra lead had been actively fixed in the proximal left circumflex (lcx) artery. Both leads were extracted and a leadless ipg was implanted. Angiography showed a tear of the lcx at the former implantation site of the lead and was treated with direct stenting of the vessel. The arterial puncture site in the subclavian artery was closed surgically after removal of the leads. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: case report: inadvertent misplacement of pacemaker leads in the left ventricle and left circumflex artery. European heart journal - case reports. 2025. 9, ytaf409. Doi: 10.1093/ehjcr/ytaf409. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.